Event description:
Customer reported a hospitalization for low blood glucose. The blood glucose reading was 31 mg/dl. Customer was wearing his insulin pump until 30 minutes before the hospitalization. He was treated at the hosp and ate food. He stated that the drive support cap appeared normal. He found no air in the tubing and no leaks. He was advised to run a manual prime and stated that insulin did exit. He stated that the bolus wizard and basal rate settings were correct. The customer was not disconnected during the rewind and prime sequence and was advised on priming techniques. He stated that the reservoir showed the same amount of insulin as shown on the status screen. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused of contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of out knowledge.